Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited no sensing and capture due to dislodgement one month post implant. An x-ray confirmed the dislodgement. The lead was repositioned and remained implanted. The patient's condition before, during and post procedure was stable.

Event description:
New information notes the patient was seen in the clinic on (B)(6) 2017 after a dislodgement was revealed on (B)(6) 2017. Dislodgement was confirmed the atrial testing showed pacing and sensing in the ventricle.